Event description:
Olympus medical system corp. (Omsc) was informed that the wire of the device connector was exposed when they attempted to remove the probe from heater probe unit. This event occurred with 3 different cds. There was no pt injury regarding this report.

Manufacturer narrative:
The subject devices have not been returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if additional and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. (B)(4).